Event description:
Arjo was informed about an incident involving the arjo passive clip sling (model number: maa2040m-m-l1, serial number: (B)(4)) and the floor lift from the tr-care company (non arjo device). It was reported that a caregiver attempted to transfer the patient who was lying on the bed. The passive clip sling was placed under the patient. During attaching the sling to the lift, caregiver noticed that the right shoulder clip detached from the spreader bar. The caregiver reattached the clip and raised the patient above the bed when suddenly the left shoulder clip detached from the spreader bar. As a consequence, the patient fell down on the bed (approximately 20-30 cm). The fall did not result in any injuries.

Manufacturer narrative:
Arjo was informed about an incident involving the arjo passive clip sling (model number: maa2040m-m-l1, serial number: (B)(4)) and the floor lift from the tr-care company (non arjo device). It was reported that a caregiver attempted to transfer the patient who was lying on the bed. The passive clip sling was placed under the patient. During attaching the sling to the lift, caregiver noticed that the right shoulder clip detached from the spreader bar. The caregiver reattached the clip and raised the patient above the bed when suddenly the left shoulder clip detached from the spreader bar. As a consequence, the patient fell down on the bed (approximately 20-30 cm). The fall did not result in any injuries. The instructions for use (IFU) for the passive clip slings (document number: 04.sc.00-int1_6) states that: ¿the passive clip slings should be used together with arjo lift devices in accordance with the allowed combinations specified in the instruction for use.¿ the document also warns: ¿to avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed.¿ non-arjo device ¿ floor lift from the tr-care company involved in the incident is not listed in the sling instruction for use under combinations of devices allowed to be used with the arjo slings. To sum up, the non-arjo passive floor lift and arjo passive clip sling were used as a system for a patient transfer when the resident fell out of the device and from that perspective this system failed. As a medical device manufacturer, arjo is responsible to ensure that its medical device and its authorized accessories are safe and effective for use in accordance with the product¿s instructions for use manual. To ensure no compromise of safety, risk of liability, and to rely upon extensive product and accessory testing, performance and experience, arjo recommends the use of arjo branded slings to be utilized with arjo patient lifts in accordance with the devices¿ instructions for use manual. We decided to report this complaint to the competent authorities due to the clip detachment during use.